Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ multi-use nestable sharp collector, 8 qt hinge cap was missing the bio-hazard sticker. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: no. Investigation summary: samples or photos were not provided. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. According to the DHR review process; the result showed there were no issues reported like missing label during the manufacturing process of the lot number reported under this customer complaint. A review of six dhrs was performed as part of this investigation; three DHR¿s before (7274933, 7275913, 7278922) and three after (7281921 7283933 7285921) of manufactured lot number 7279921 reported under this complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing label for the same part number throughout the last twelve months. Due to no samples or pictures were provided in this complaint, it was reviewed the customer complaint records; according with the cc¿s records, an additional complaint was received (B)(4). Throughout the last twelve months for the same part number and issue, for this reason the current controls within the process were reviewed and it was found that this characteristic is visually inspected by production department and a second inspection based on an aql sampling plan is performed by quality inspector; however, the probability to omit it by error could happened. According to risk assessment 6 occurrences (pieces) has been notified of 1834560 pieces sold throughout last twelve months (6 / 1864560= 0.0000032), with this occurrence result and severity level s3 (severity based on pfmea) this failure mode was considered low risk, since it was less than the one defined on the risk assessment threshold (likelihood of occurrence between 1 in 100000 to 1 in 1000000). Based on this investigation it was found that current process controls are performed through visual inspection and that this failure mode could be omitted by error. For this reason, it was determined the root cause like a failure mode related to the manufacturing process; as part of the follow-up to this complaint, a quality alert will be posted in the manufacturing process to make aware all people involved in the manufacturing of this product. All the complaint information was captured for tracking and trending purposes. Investigation summary: samples or photos were not provided. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. According to the DHR review process; the result showed there were no issues reported like missing label during the manufacturing process of the lot number reported under this customer complaint. A review of six dhrs was performed as part of this investigation; three DHR¿s before (7274933, 7275913, 7278922) and three after (7281921 7283933 7285921) of manufactured lot number 7279921 reported under this complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing label for the same part number throughout the last twelve months. Due to no samples or pictures were provided in this complaint, it was reviewed the customer complaint records; according with the cc¿s records, an additional complaint was received (B)(4). Throughout the last twelve months for the same part number and issue, for this reason the current controls within the process were reviewed and it was found that this characteristic is visually inspected by production department and a second inspection based on an aql sampling plan is performed by quality inspector; however, the probability to omit it by error could happened. According to risk assessment 6 occurrences (pieces) has been notified of 1834560 pieces sold throughout last twelve months (6 / 1864560= 0.0000032), with this occurrence result and severity level s3 (severity based on pfmea) this failure mode was considered low risk, since it was less than the one defined on the risk assessment threshold (likelihood of occurrence between 1 in 100000 to 1 in 1000000). Based on this investigation it was found that current process controls are performed through visual inspection and that this failure mode could be omitted by error. For this reason, it was determined the root cause like a failure mode related to the manufacturing process; as part of the follow-up to this complaint, a quality alert will be posted in the manufacturing process to make aware all people involved in the manufacturing of this product. All the complaint information was captured for tracking and trending purposes.

Event description:
It was reported that the bd¿ multi-use nestable sharp collector, 8 qt hinge cap was missing the bio-hazard sticker. There was no report of exposure, injury, or medical intervention noted.